Manufacturer narrative:
Date of event: event year reported as 2019; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hook/screw holders and hexagonal screwdriver were broken. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no patient consequence. This report is for one (1) hook/screw holder with 4.0mm hex. This is report 3 of 6 for complaint (B)(4).